Event description:
It was reported that the customer's sensor gave a low alert. Blood glucose level at the time of event was not known. During troubleshooting, it was found that the customer's insertion site was on the abdomen and scar tissue was present. The product was adhering normally, alcohol was used to prepare site and the sensor had been stored in a drawer. It was also found that the customer was not washing hands or using alcohol before taking blood samples. The customer was also reportedly advised to wait 5 minutes before connecting transmitter. Additionally, the customer reports that the sensor glucose and blood glucose were in line with one another that day. Threshold suspend and low alerts were stated to have occurred with right side insertion, as well as premature end of usability of the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.